Manufacturer narrative:
Device not returned

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. A specific bg value was not provided, and the cause was unknown. A manual insulin injection was administered to address bg level. Customer declined further troubleshooting.